Event description:
It was reported a patient underwent an initial total shoulder arthroplasty (unknown side). Subsequently, the patient experienced pain and infection. As a result, fourteen (14) years, ten (10) months later, the patient underwent a shoulder revision procedure to address prosthesis wear. No medical or surgical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) 314-02-14 - equinoxe glenoid, pegged beta, large. (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 310-01-50 - equinoxe, humeral head short, 50mm (beta). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02305. The revision reported may be the result of prosthesis wear, infection, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.